Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported while moving the unit back to storage, the unit ran on battery and rebooted. No other details regarding the nature of this event were provided. Since the event occurred after cardiopulmonary bypass, there was no pt involvement during this event.